Event description:
Placement of the dobhoff feeding tube was conducted under fluoro. Five days later the tube was clogged with metamucil and rn attempted to remove the tube. The tube became caught in the nasopharyngeal area. The physician pulled the end of the tube using a kelly clamp through the mouth, cut the end and discontinued the tube. Pellet pieces noted in stomach (on x-ray). No known harm to pt.